Event description:
It was reported by the customer that their insulin pump was alarming motor error and no delivery. During troubleshooting, customer stated that they do not use the sensor feature and was unable to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed stop idle current, run current, off no power test, displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive "no delivery" tests. There was no motor error alarm noted. There was no failed battery test alarm noted however, found moisture damage to electronic assembly. The unit had minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, belt clip slot, battery tube threads, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)